Event description:
It was reported that the right ventricular and the left ventricular leads became dislodged. The leads were replaced on (b)(60 2023 without any further consequences. Related manufacturer reference number: 2017865-2023-18098.